Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the difficulty deploying the suture; however, the tissue damage and additional treatment appear to be related to circumstances of the procedure. Per the perclose proglide instructions for use: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of both superficial femoral arteries was attempted using proglide devices with 5f sheaths after a liver radiation therapy procedure. Reportedly, at both superficial femoral arteries when tension was put on the proglide blue rail suture, the whole suture came out of the patient with some vessel tissue. Manual arterial compression was applied on both sides to achieve hemostasis. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.